Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information received indicates that the rv lead was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.